Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: robotic procedure? No was an open sternotomy. New user or experienced user? New user of stratafix if experienced ¿ another device? Ethicon associate (sales rep) present? Yes I was. What in the physicians opinion was the cause of the suture breakage? Did not trust strength, like does with conventional suture of same size, ¿should that happen?¿ but may consider trying stratafix spiral again.

Event description:
It was reported that a patient underwent a sternotomy on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture snapped two thirds of the way during closure (15cm). Surgeon tied the end and then continued with his regular suture. The procedure was completed and there were no adverse patient consequences.